Event description:
It was reported that an arteriotomy closure of a mildly tortuous common femoral artery was attempted using a proglide device with a 7fr sheath after a angioplasty interventional procedure. Reportedly, when the plunger was pulled back, no suture was attached. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.